Event description:
During shift check, the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message immediately upon powering on the platform. The clinicians swapped the autopulse li-ion battery, and rebooted the platform multiple times, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the processor board failure, likely attributed to the aging of the device. The autopulse platform was manufactured in november 2015 and is 8 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The system error was cleared using apvision, however, the system error - 132 returned. Subsequently, the processor board (pca) was replaced to remedy the system error. The platform was tested with two autopulse li-ion batteries and the platform ran without issue. Unrelated to the reported complaint, the start button was observed to not work properly. The ui membrane was replaced to remedy the issue. This failure is likely due to normal wear and tear. After service, the autopulse platform was subjected to a load cell characterization test and a run-in test. The platform passed without any fault or error. The autopulse platform passed the final testing without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).